Event description:
On (B)(6), the pharmacy manager of (B)(6) called into baxa technical support inquiring about abacus warning limits. Info was received regarding a pt involved incident at (B)(6)which resulted in a 100-fold overdose of potassium acetate (kace). It was also reported that several abacus institutional warning limits were overridden by the user at (B)(6). The order requested kace, which required the user at (B)(6) to add kace to the template; however, when the template was created the pharmacist incorrectly entered the ingredient as meq/ml instead of meq/dl. The entire tpn therapy bag was 168 mls, 26.8 mls was kace. The potassium maximum warning limit was set to 5 meq/kg and the pt received 30.56 meq/kg. (B)(6) is responsible for order creation, data entry and pharmacist review. Once finished, the orders are then sent to (B)(6) for compounding. The warning limits implemented at (B)(6) (and subsequently (B)(6)) require that a rationale be provided to explain why the order, as currently entered, is safe enough to administer to the pt without making corrections to the order. The first warning limit was for potassium/ kilogram; the rationale provided to override was ¿ok¿. The second warning limit was potassium/liter; the rationale provided to override was ¿ok¿. The third warning limit was for acetate/liter; the rationale provided to override was ¿ok¿.

Manufacturer narrative:
Method and results: baxa technical support and (B)(6) attempted to contact (B)(6) to obtain pt info, order details, and software database. (B)(6) was told by (B)(6), that the issue was due to user error and further details will be provided. This submission is being retroactively submitted since the initial submission was mistakenly submitted to the FDA electronic submissions gateway test environment rather than the production environment. Defect awareness has been conducted for all employees submitting electronic submissions to prevent future recurrence of this issue. In addition, we will also send paper copies to ensure all submissions are successfully received per regulatory requirements. During the initial and follow-up calls, baxa technical support attempted to update (B)(6)'s warning limits to include hard stops to prevent the user from being able to continue with the order when limits have been exceeded. During a follow-up call with (B)(6), they stated the pt status was stable; however, they refrained from providing any further info to baxa technical support. Given the pt weight and the amount of kace present in the tpn order, it is reasonable to assume that some form of medical intervention was performed. To date, baxa technical support has made several unsuccessful attempts to update (B)(6)'s warning limits. As a result, a duty to warn letter was issued to (B)(6) by baxa¿s clinical pharmacy specialist, regarding the disregard of the warnings on the part of the operator entering the order. A review of risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated. Warning limits: term used in abacus to describe preset dosing thresholds, and is a feature that allows users to create alerts for potential dosing errors during order-entry and/or calculation. The abacus software has a specific set of ¿baxa only¿ limits for the purpose of preventing gross dosing errors for most total parenteral nutrition ingredients, as well as institutional limits for the purpose of helping users establish a first line of dosing error protection that is specific to the needs of the customer.